Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm occurred multiple times. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.

Manufacturer narrative:
Based on the analysis, the alleged issue could not be verified; however, two different issues were identified (touch screen - cracked/shattered/scratched and usb communications inoperable).